Event description:
It was reported to philips that the battery for the device required replacement. There was no patient involvement.

Event description:
It was reported to philips that the battery for the device required replacement. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the battery needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The battery was replaced and the device passed all operational testing. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
Provided device evaluation and coding.